Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation time of approx. 3 months, a loss of capture was reported. At the moment, biotronik has no further information with regard to a revision procedure. Should we receive more details, this report will be updated. The lead was not returned.